Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-apr-2024, it was reported that on (B)(6) 2024, the patient experienced occlusion at the site and experienced high blood glucose level of 447 mg/dl.the customer took correction bolus via pump to address high blood glucose. Also, no injury was reported. No further information available.